Event description:
Pt was asymptomatic however epo was not working. Infection was suspected. Pt was treated with antibiotics but still presented with positive blood cultures so a cannula exchange was performed.